Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by an employee who works at the pharmacy of the hospital that during the implantation, a screw broke in the frontal bone. The screw head was retrieved, but the thread remained in the frontal bone.